Event description:
It was reported to boston scientific corporation that a uphold lite was implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; perin pain; thi pain; inab inter; incont not pres; rec incont; aggrav incont; nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: ask doctor for the treatment of: in continence . Treatment duration: 3 months . On (B)(6) 2017 the patient commenced incontinence medication: ask doctor for the treatment of: in continence. Treatment duration: 3 months . On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: keep things healthy . Treatment duration: on going . On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): oestradioi vagifen nova nordisk y for the treatment of: keep things healthy . Treatment duration: 2 years .

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.